Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure (ess205) (batch no. 12235527-inv,12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysplasia, dysfunctional uterine bleeding, endometriosis externa, ovarian cyst, abdominal adhesions, abdominal pain lower, fatigue, urinary tract discomfort, feeling unwell, endometrial polyp, gastric bypass, dysplasia and anemia. Concomitant products included cyanocobalamin since january 2014 for anemia as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since september 2013, clonazepam (klonopin) since january 2011, gabapentin since january 2011, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ibuprofen from july 2003 to october 2011, naproxen from july 2003 to october 2011 and nsaids. On (B)(6) 2003, the patient had essure (ess205) inserted. In july 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("psychological and psychiatric problems conditions:anxiety, mental anguish") and depression ("psychological and psychiatric problems conditions:depression"). In december 2010, the patient experienced pollakiuria ("bladder and urinary problems or changes: urinary frequency,bladder/urinary") and dysuria ("bladder and urinary problems or changes: dysuria/bladder/urinary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, fatigue, alopecia, anxiety and depression outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, pollakiuria, dysuria, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2003 and jan-2004. On (B)(6) 2010-she performed dilation and curettage surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Five coils remained on the right tube, and three coils were visible on the left tube after placement. Treatment received for pain, abnormal bleeding, migration. Discrepancy noted as essure removal date: (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: 1. Heterogeneous uterus but no discrete fibroids are seen. 2. Two left ovarian cysts, one simple and one complex 3. Bilateral small ovarian follicles.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, dysuria, urinary frequency. Lot number 12235527 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal),vaginal discharge were updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. Removal date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure (ess205) (batch no. 12235527-not valid,12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysplasia, dysfunctional uterine bleeding, endometriosis externa, ovarian cyst, abdominal adhesions, abdominal pain lower, fatigue, urinary tract discomfort, feeling unwell, endometrial polyp, gastric bypass, dysplasia and anemia. Concomitant products included cyanocobalamin since (B)(6) 2014 for anemia as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2013, clonazepam (klonopin) since (B)(6) 2011, gabapentin since (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ibuprofen from (B)(6) 2003 to (B)(6) 2011, naproxen from (B)(6) 2003 to (B)(6) 2011 and nsaids. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("psychological and psychiatric problems conditions:anxiety, mental anguish") and depression ("psychological and psychiatric problems conditions:depression"). In (B)(6) 2010, the patient experienced pollakiuria ("bladder and urinary problems or changes: urinary frequency") and dysuria ("bladder and urinary problems or changes: dysuria"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, pollakiuria, dysuria, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2004. On (B)(6) 2010-she performed dilation and curettage surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Five coils remained on the right tube, and three coils were visible on the left tube after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: 1. Heterogeneous uterus but no discrete fibroids are seen. 2. Two left ovarian cysts, one simple and one complex 3. Bilateral small ovarian follicles. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, dysuria, urinary frequency. Lot number 12235527 is not valid. Most recent follow-up information incorporated above includes: on 14-aug-2019: update of information (batch is not valid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure (ess205) (batch no. 12235527-not valid,12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysplasia, dysfunctional uterine bleeding, endometriosis externa, ovarian cyst, abdominal adhesions, abdominal pain lower, fatigue, urinary tract discomfort, feeling unwell, endometrial polyp, gastric bypass, dysplasia and anemia. Concomitant products included cyanocobalamin since (B)(6)2014 for anemia as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6)2013, clonazepam (klonopin) since january 2011, gabapentin since (B)(6)2011, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ibuprofen from (B)(6)2003 to (B)(6)2011, naproxen from (B)(6)2003 to (B)(6)2011 and nsaids. On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6)2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("psychological and psychiatric problems conditions:anxiety, mental anguish") and depression ("psychological and psychiatric problems conditions:depression"). In (B)(6)2010, the patient experienced pollakiuria ("bladder and urinary problems or changes: urinary frequency") and dysuria ("bladder and urinary problems or changes: dysuria"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, pollakiuria, dysuria, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6)2003 and (B)(6)2004. On (B)(6)2010-she performed dilation and curettage surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Five coils remained on the right tube, and three coils were visible on the left tube after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: 1. Heterogeneous uterus but no discrete fibroids are seen. 2. Two left ovarian cysts, one simple and one complex 3. Bilateral small ovarian follicles. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, dysuria, urinary frequency. Lot number 12235527 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/ pain pelvic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12235527-not valid,12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysplasia, dysfunctional uterine bleeding, endometriosis externa, ovarian cyst, abdominal adhesions, abdominal pain lower, fatigue, urinary tract discomfort, feeling unwell, endometrial polyp, gastric bypass, dysplasia and anemia. Concomitant products included cyanocobalamin since january 2014 for anemia as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since september 2013, clonazepam (klonopin) since january 2011, gabapentin since january 2011, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ibuprofen from july 2003 to october 2011, naproxen from july 2003 to october 2011 and nsaids. On (B)(6) 2003, the patient had essure (ess205) inserted. In july 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("psychological and psychiatric problems conditions:anxiety, mental anguish") and depression ("psychological and psychiatric problems conditions:depression"). In december 2010, the patient experienced pollakiuria ("bladder and urinary problems or changes: urinary frequency,bladder/urinary") and dysuria ("bladder and urinary problems or changes: dysuria/bladder/urinary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, anxiety and depression outcome was unknown and the pelvic pain, pollakiuria, dysuria, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2003 and jan-2004. On (B)(6) 2010-she performed dilation and curettage surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Five coils remained on the right tube, and three coils were visible on the left tube after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: 1. Heterogeneous uterus but no discrete fibroids are seen. 2. Two left ovarian cysts, one simple and one complex 3. Bilateral small ovarian follicles.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, dysuria, urinary frequency. Lot number 12235527 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added :abdominal pain, gen. Abnormal bleeding, migration. Outcome of bladder/urinary was changed from unknown to recovered/resolved. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure (ess205) (batch no. 12235527, 12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysplasia, dysfunctional uterine bleeding, endometriosis externa, ovarian cyst, abdominal adhesions, abdominal pain lower, fatigue, urinary tract discomfort, feeling unwell, endometrial polyp, gastric bypass, dysplasia and anemia. Concomitant products included cyanocobalamin since (B)(6) 2014 for anemia as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2013, clonazepam (klonopin) since (B)(6) 2011, gabapentin since (B)(6) 2011, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin), ibuprofen from (B)(6) 2003 to (B)(6) 2011, naproxen from (B)(6) 2003 to (B)(6) 2011 and nsaids. On (B)(6) 2003, the patient had essure (ess205) inserted. In (b)(64) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("psychological and psychiatric problems conditions:anxiety, mental anguish") and depression ("psychological and psychiatric problems conditions:depression"). In (B)(6)2010, the patient experienced pollakiuria ("bladder and urinary problems or changes: urinary frequency") and dysuria ("bladder and urinary problems or changes: dysuria"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, pollakiuria, dysuria, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2003 and (B)(6) 2004. On (B)(6) 2010-she performed dilation and curettage surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Five coils remained on the right tube, and three coils were visible on the left tube after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: heterogeneous uterus but no discrete fibroids are seen. Two left ovarian cysts, one simple and one complex. Bilateral small ovarian follicles. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, dysuria, urinary frequency. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs-abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, dysuria, urinary frequency, depression, mental anguish. Reporter information, medical history, concomitant drug, essure removal date were added. And essure insertion date were updated. Device category changed from device other event to incident. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.